Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately four years eight months post ivc deployment a CT demonstrated the ivc filter tip located at the level of l1-l2, just below the level of the renal veins with no significant tilt. All filter limbs project through the walls of the inferior vena cava consistent with grade 2 perforations. The left lateral limb abut the serosal margin of the aorta in which a grade 3 perforation could not be completely excluded. One anterior limb and one right lateral filter limb abut the posterior margins of the duodenum in which grade 3 perforations could not be excluded in these locations. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2014); (manufacturing date: 02/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four year eight most post filter deployment, the patient allegedly had a CT scan that showed that the filter had vessels grown around it and the ivc filter could not be removed due to high risk of injury. Furthermore, the patient allegedly experienced that the filter struts perforated through the wall of the ivc. The device has not been removed after an attempted but unsuccessful open chest removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately four year eight most post filter deployment, the patient allegedly had a computed tomography scan that showed that the filter had vessels grown around it and the inferior vena cava filter could not be removed due to high risk of injury. Furthermore, the patient allegedly experienced that the filter struts perforated through the wall of the inferior vena cava filter. The device has not been removed after an attempted but unsuccessful open chest removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and eight months post filter deployment, computed tomography (CT) demonstrated inferior vena cava filter extended from approximately the l 1-2 level to the mid l3 level. The tip was positioned immediately inferior to the renal veins. All filter limbs project through the walls of the inferior vena cava consistent with grade 2 and possible grade 3 perforations in several locations. The left lateral limb abut the serosal margin of the aorta in which a grade 3 perforation could not be completely excluded. One anterior limb and one right lateral filter limb abut the posterior margins of the duodenum in which grade 3 perforations could not be excluded in these locations. There was no obvious filter limb detachment or thrombus within the inferior vena cava at the level of the ivc filter. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2014); (manufacturing date: 02/2013).